Manufacturer narrative:
Per medical review - reportedly, haptic of the 3-piece silicone iol was torn off in the injector, requiring intraoperative lens exchange. Incision was not enlarged and no other tissue damage was reported. Another lens was successfully implanted. No reported postoperative sequelae. According to the report by a surgical technician, dated on (B)(6) 2015 the most likely cause of the event was unknown. Based on the complaint history and medical review, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Method: device history record review. Results: upon review of the device history record, there is nothing in the manufacturing, inspection and packaging process records that suggests a contributory factor in the complaint. (B)(4).

Manufacturer narrative:
Brand name: silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide®). (B)(4). Conclusion: an investigation of the root causes of lens tears, similar to that stated in this complaint was conducted and addressed delivery system issues including all stages of manufacturing of the injectors and cartridges. Processes were reviewed and revised as opportunities for improvement were revealed. The investigation also addressed handling errors. All injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens. Based on the complaint history and the evaluation of the returned product, possible root causes for lens tears include both delivery system issues and handling errors by the customer. (B)(4).

Event description:
The customer reported the haptic of the +3.0 diopter aq5010v three piece silicone lens tore off in the injector as the surgeon inserted the lens. The lens was removed and replaced with another same model/diopter lens without patient incident. The cause of the event was unknown.